Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was not confirmed. The device passed full functional testing without duplicating the report. Review of the data log shows that the device had only been used in either assisted control (ac) or synchronized intermittent madatory ventilation (simv) moves. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device switched from assist-control mode to bipap mode on its own. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2021-02770 for a similar event reported from the same customer.